Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, resistance was encountered while attempting to advance the pusher assembly mid-join through the fractured introducer sheath, and the pusher assembly could not be advanced any further. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and the root cause could not be determine. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint was out of the friction lock. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01801.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01801.

Event description:
The patient was undergoing a coil embolization procedure in the gastroepiploic artery (gea) using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps would not advance at all from their initial positions within their respective introducer sheaths. Therefore, the ruby coil lps were removed. Afterwards, the technician and the physician attempted to advance the two ruby coil lps out of their respective introducer sheaths on the back table but was unsuccessful. Therefore, the ruby coil lps were not used for the remainder of the procedure. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.